Manufacturer narrative:
Device evaluation: the device is related to the reported event capsular contracture received on september 12, 2023, with lot number 3640328. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. White particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Physician reported right side capsular contracture, baker grade iii/IV. The device has been explanted.

Event description:
Device has been explanted.

Event description:
Physician reported right side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.